Event description:
The customer reported the system experienced a disk error and required a system reboot to regain system functionality and to re-enable fluoroscopy. This error is likely to result in intermittent x-ray functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.